Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 3.5x16mm drug eluting stent became an unspecified vessel. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. As the batch number is unknown, a review of the manufacturing documentation could not be completed. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.